Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2007.according to the complainant, the patient experienced pain and other complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.